Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.